Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6) 2014, the tulip head of two 5.5mm x 40mm s-lok polyaxial long arm screws splayed and cross threaded when attempting to torque the locking cap. Three locking caps were attempted without success. The polyaxial screws were removed and replaced. A delay of thirty minutes occurred as a result.

Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.